Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to an insulation issue and a change in lead impedance. Right ventricular noise with oversensing were also noted. The patient was clinically doing well and monitoring will continue.

Manufacturer narrative:
A partial lead was returned in 6 segments for analysis. External insulation abrasions were noted at 1.2-2.4cm, 4.3-4.9cm, and 8.1-8.4cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation under the svc shock coil was noted at 14.1-14.7cm from the proximal end of the rv shock coil. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of impedance variation and noise.